Event description:
It was reported that during a second revision surgery, a 30 mm screw was placed more proximally and a 32 mm screw was placed more distally. Two (2) locking screws were incarcerated and could not come out. The screw head eventually striped and then broke off. Surgeon attempted to remove the screw using a trephine but ended up breaking 2 of the 4.5mm trephines (309.450). The surgeon tried tapping screws through posterior cortex and ended up breaking the femur. The screws were eventually removed and the femur was revised with new retrograde nail. Procedure was completed with a 30 minute surgical delay. These events are captured in this complaint. The patient was involved in a motor vehicle accident and sustained bilateral femoral shaft fractures at the junction of the mid and distal thirds. The patient had bilateral femur fractures with the right side closed and the left side as a grade 1, open, it was elected to perform simultaneous bilateral intramedullary rodding on (B)(6) 2010. It was noted in the operative procedure for the initial procedure on (B)(6) 2010 that the rod length was measured at 340mm, and a 10 x 340mm synthes retrograde intramedullary nail was selected and impacted into place. The patient subsequently underwent two revision surgeries. The initial revision was captured in synthes complaint (B)(4). This report is 1 of 4 (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight is unknown. Additional device product code ¿ hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.